Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and tyco healthcare tvt were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6). Due to exposed mesh. It was reported that the patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6). Due to pubic abscess secondary to infected mesh and bladder incontinence. It was reported that following insertion the patient experienced infection, recurrence, urinary/bowel problems, bleeding and vaginal scarring.

Manufacturer narrative:
It was reported that following insertion the patient experienced abscess.